Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) system experienced oversensing/inappropriate therapy. An invasive procedure was performed and the physician suspected fluid in the header caused the oversening. Since the procedure, further oversensing has been observed and a second procedure is planned. During the second procedure a conductor fracture was observed on the 0064-008069 lead. A new device and lead were implanted.